Event description:
It was reported that upon powering on the ventilator at the start of the day, the screen was black. There was no patient involvement at the time the reported issue occurred. There was no report of patient or user harm. The authorized service provider confirmed the reported issue and replaced the user interface and power management pcbas. The issue was resolved, and the device had all its functions restored.

Manufacturer narrative:
(B)(6).